Event description:
It was reported that the cartridge was not fitting properly on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer removed the pump case and inspected the pneumatic tap area, finding and removing an o-ring. After cleaning the area, the customer successfully reloaded the cartridge and resumed insulin therapy. No further assistance was requested from technical support.